Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient was taken to the operating room for an elective pump replacement due to eri (elective replacement indicator) of less than 1 month. There was no backflow when the catheter was disconnected from the pump. Upon opening the spinal incision, it was noted that there was a catheter break, just beyond/at connection site of two-piece catheter. Spinal segment was left intrathecal and tied off to prevent csf loss. A new catheter was placed. The patient had no symptoms pre-op that indicated a likely catheter malfunction. There was reported to be no patient injury. The device system was used to deliver lioresal 2000 mcg/ml at 720.9 mcg/day.